Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used as a palliative treatment of a 4 cm lower esophageal malignant stricture located at 24 cm to 28 cm from the incisor. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician deployed 50% of the stent when the suture got stuck. The stent was pushed a little lower towards the stomach but the suture would still not release. The physician pushed the catheter further down the stomach and the stent was deployed but not placed in its intended location. The physician removed the stent using retrieval forceps and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent positioning issue. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.